Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Offset broach handle is not locking down. The locking mechanism is defective.

Manufacturer narrative:
Examination of the returned device confirms the complaint; the threads on the inserter are nicked and damaged. It appears the internal threaded inserter was used without the outer guard component which protects the threads. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.